Event description:
On 11/19/97, co received a complaint from dr concerning pt. The dr reported that a gp contact lens worn by the pt had broken in her eye. There were no injuries and the pt did not require medical intervention.